Manufacturer narrative:
The arjo representative was informed about the event involving maxi move device. It was reported that during final phase of transfer from the bed to the wheelchair, the caregiver removed the sling clips from the lift spreader bar. Afterwards, the lift was wheeled away from the patient when the spreader bar detached from the lift and fell out on the floor. No injury was reported. After the event the arjo service technician evaluated the device. During inspection it was noticed that the bolt that holds the t-bar in place had been broken into two pieces. The device was serviced by 3rd party service provider. The last maintenance/service was performed in october-2019. T-bar is a part of the maxi move jib (lifting arm) allowing interchange of different spreader bars (names also dps). The t-bar is attached to the lifting arm via a part named dummy block. From the previous investigations and tests performed in the past, we were able to identify specific sequence of conditions under which the failure presented in the complaint might have occurred: loosing of the bolt that holds the combi adaptor fixed to the dummy block, bolt re-torquing without application of loctite, damaging of the dummy block (being a consequence of downward deterioration of the grooves). These conditions combined with an extensive usage, could subsequently led to t-bar detachment. This hypothesis however could not be confirmed as the device was serviced by 3rd party company, without arjo access to the service records. Therefore were unable to identify the problem source. To sum up, the device failed to meet the manufacturer¿s specifications since the spreader bar detached from the lift. There was no patient involved in the time when the spreader bar detached as the caregiver had just finished the transfer. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the spreader bar detachment which might lead to serious injury upon re-occurrence.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during final phase of transfer from the bed to the wheelchair, when the cargiver removed the patient from the sling and move away the lift from the patient the spreader bar fell to the floor. There was no injury reported.

Manufacturer narrative:
Collecting information is ongoing. Additional information will be provided upon instigation conclusion.